Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2020-30589, reference MFR. Report#: 1627487-2020-30590. It was reported the patient underwent surgical intervention on (B)(6) 2020 to address the issue of ineffective therapy. During the procedure, the patient's ipg was explanted and replaced with a different model. The physician also disconnected the patient's lead (located at t8) from their ipg and implanted a new lead. The lead located at t8 remains implanted.